Event description:
Since (B)(6) 2014 blood glucose level has been up to 418 mg/dl. She believes the pump doesn't delver insulin accurately. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.